Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It is alleged that the patient believes the infusion set cannula has become wedged inside of his leg. Originally it was stated that he had not sought medical treatment. Three weeks later it was reported that he did seek medical attention from the hospital and did see the doctor about it. No treatment was reported and several attempts were made to determine what treatment, if any that he received. Requested return of the alleged infusion set for evaluation.